Manufacturer narrative:
Per additional information received on july 14, 2021, there was bilateral capsular contractures grade IV. As a result, patient underwent complete capsulectomies, and bilateral replacements with silicone breast argumentation: allergan inspira srf 325cc on (B)(6) 2021.this report is for the right side. Reason for device explant and/or reoperation: cap con IV, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, based on patients documents, mentor confirmed that the suspect devices were mentors. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which bilaterally ruptured after implantation. Patient reported, it feels like rock, and mammogram examination taken on (B)(6) 2020 confirmed bilateral rupture. The issue of rupture was confirmed by the physician. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated. This report is for the right side.